Manufacturer narrative:
Concomitant medical products: cook tri-ex extraction balloon, tx-8.5-a investigation evaluation: our evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. The coil spring is still attached to the distal end of the wire guide. The third, fifth, and sixth centimeter markings appear stretched. Seven (7) mm of the distal core wire is exposed. Approximately 3.1 cm of coating is loose from the core wire and hanging off the wire guide just proximal to the bare section. The coil spring is protruding in two (2) places from that loose portion of wire guide coating. A few areas feel slightly rough throughout the length of the wire guide. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the wire guide subassembly device history records were performed. A discrepancy or anomaly was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use instructs the user to do the following: "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first...note: for best results, wire guide should be kept wet, if applicable." Failure to flush the endoscope channel of device lumen can result in damage to the wire guide. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all tracer hybrid wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook tracer hybrid wire guide. The coating stripped off of the tip of the device. It did not detach and was removed with the rest of the device. The procedure was successfully completed with another manufacturer's wire guide. Additional information was received on 26-nov-2018: the damage is at the tip of the device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.